Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), vertigo ("vision/eye problems type: vertigo,") and cholecystitis ("chronic cholecystitis;") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included methicillin-resistant staphylococcus aureus sepsis and gallbladder operation. No evidence of bowel obstruction.there was no evidence of biliary ductal dilatation no other significant abnormality is identified. Concurrent conditions included ear operation since 2013, cholecystectomy, adenomyosis, meniere's disease since 2012, occipital neuralgia since 2017, cholesterolosis nos, hearing loss (sensorineural hearing loss in the right ear), dizziness, dyskinesia, perihepatic abscess (gallbladder fossa with minimal surrounding inflammatory changes.), discolored stools, smoker, right upper quadrant pain, diarrhea, dermatitis eczematoid, opioid abuse, ovarian cyst, spirochetal infection, unspecified, hiatus hernia, ear pain, chronic mastoiditis, myringitis, blisters (on the outside of her mouth.), blisters, blisters, pruritus (also has a rash on center of tummy. Is ¿very itchy¿,), pyelonephritis, flank pain and otitis media chronic. Concomitant products included cetirizine hydrochloride (cetirizin) since 2017, diazepam from 2012 to 2016, dicycloverine (dicyclomine) since 2017, fluticasone, lomotil (diphenoxylate/atropine [atropine sulfate,diphenoxylate hydrochloride]) since 2017, oxycocet (percocet) since 2016 and tramadol since 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome,") with diarrhoea. In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced urinary tract infection ("utis;"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), eczema ("rashes or skin conditions type: eczematous dermatitis"), bladder disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,tension type headaches;"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/severe cramping"), vertigo (seriousness criterion medically significant), ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst;"), cholecystitis (seriousness criterion medically significant), dyspepsia ("dyspepsia;"), pyelonephritis ("pyelonephritis;"), ovarian cyst ruptured ("ruptured ovarian cyst"), adenomyosis ("adenomyosis") and kidney infection ("kidney infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (surgery to rapair in 2013) and surgery (cholecystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, vaginal discharge, ovarian cyst, cholecystitis, urinary tract infection, dyspepsia, pyelonephritis, ovarian cyst ruptured, adenomyosis and kidney infection outcome was unknown, the rash, migraine, headache and allergy to metals had not resolved and the vaginal haemorrhage, menorrhagia, eczema, nausea, dysmenorrhoea, vertigo and irritable bowel syndrome had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, bladder disorder, cholecystitis, dysmenorrhoea, dyspepsia, eczema, genital haemorrhage, headache, irritable bowel syndrome, kidney infection, menorrhagia, migraine, nausea, ovarian cyst, ovarian cyst ruptured, pelvic pain, pyelonephritis, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: drainage from incision site post surgery,she has dry blood in her right eac in the mornings.states the ear wa cold when she was outside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Surgical pathology report specimen uterus - 1. Uterus, cervix, bilateral tubes gross description: the fallopian tubes are re-examined and found to each contain a 3.5 x 0.1 cm length of coiled white metal wire without obvious defect. Final diagnosis: uterus, cervix, bilateral fallopian tubes, excision benign cervical squamocolumnar junction. Mid secretory endometrium. Adenomyosis. Benign fallopian tubes with small benign para tubal cysts. Metal coiled devices present in cornu/proximal fallopian tubes without disruption or perforation. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr recived,new reporter ,patient demographic information, relevant history and concomitant condition lab data ,essure indication and stop date and events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: eczematous dermatitis, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: vertigo, gastrointestinal or digestive system condition type: irritable bowel syndrome, other injury(ies) or complication(s) please describe: ovarian cyst, chronic cholecystitis, utis, dyspepsia, pyelonephritis, diarrhea ,adenomyosis;ruptured ovarian cyst;,were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and rash ("rash"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and rash to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.